Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-00390. Additional information obtained via follow-up revealed the patient's physician decided to explant and replace both of the patient's leads to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report #: 3006705815-2021-00390. It was reported the patient's leads migrated after they experienced a fall. As a result, the patient plans to undergo surgical intervention on a later date.